Event description:
It was reported, a magnetic resonance image (MRI) was to be performed to rule out an inflammatory mass. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).